Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system, with a highest blood glucose of 242 mg/dl and glucose remaining above 180 mg/dl for approximately 3 hours; the user noted delayed response to correction dosing and sought guidance about eating near the usual mealtime. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and no assistance required. Investigation included complaint intake, user interview, and troubleshooting and education regarding meal announcement and hyperglycemia management. Investigation of this case revealed a cause that remained unclear, with no device malfunction identified and no component-specific failure evident. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.